Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the suction device could not aspirate during use.

Event description:
It was reported that the suction device could not aspirate during use.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the sample noted one used silicone bulb evacuator without original packaging. Visual inspection of the sample noted no obvious visible defects. A concomitant, in-house evacuator tubing was attached to port a of the evacuator. The other end of the tubing was placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The evacuator balloon was inflated by engaging the bulb at the top of the device and port b was closed off to create negative pressure. The evacuator suctioned 200 cc of methylene blue solution. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "indications for use: wound drains are used to remove exudates from wound sites. A. Drain placement for 100cc, 200cc, and 400cc silicone evacuators 1. Place wound drain(s) within critical fluid collection areas. 2. Draw non-perforated section of wound drain through skin until drain indicator mark appears at the skin surface. 3. Attach non-perforated section of drain directly to evacuator inlet port. 4. 200cc and 400cc silicone evacuators: when using 2 silicone drains with one evacuator, clip sealed inlet port and attach second drain. B. Drain placement for all other evacuators 1. Place wound drain(s) within critical fluid collection areas. 2. Draw non-perforated section of wound drain through skin until drain indicator mark appears at the skin surface. 3. Attach non-perforated section of drain either to y-connector or directly to evacuator inlet port. 4. With two silicone drains, attach blue adaptors to drains and y-connector, and attach y-connector to inlet port. Note: for 1/8¿ (3.2 mm) round drain, y-connector or enclosed 1/8¿ (3.2 mm) drain adapter must be used to connect to evacuator. Caution: do not puncture or perforate drain. C. With silicone round double drain 1. See instructions with drain. D. Attaching to auxiliary suction 1. Connect suction tube to empty port using a stepped 5-in-1 connector. 2. During auxiliary suction, evacuator will deflate and exudate will flow through evacuator into suction tube. E. To establish suction 1. Open empty port. 2. Squeeze evacuator. 3. Close empty port. Note: reflux of fluid to the patient is minimized during reactivation by an anti-reflux valve in inlet port."